Event description:
It was reported that the patient with this pacemaker and right ventricular (rv) lead experienced symptoms of dizziness. The patient was therefore fitted with a holter monitor. Per the physician, the holter monitor report showed atrial fibrillation (af) with periods of asystole of up to six seconds. Pocket manipulation was performed which confirmed periods of asystole of greater than two seconds. It was unable to be determined if the pauses were due to loss of capture or oversensing with pacing inhibition. The device was explanted, and the lead was surgically abandoned. Both were replaced. No additional adverse patient effects were reported.